Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a fibrotic lesion located in the mildly tortuous, 99% stenosed, distal circumflex artery. Pre-dilatation was performed prior to stenting with the 3.5 x 28 mm xience prime stent. After deployment of the stent at 14 atmospheres a stent edge dissection was observed. Another xience prime stent was used to cover the dissection. No additional information was provided.